Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device emitted an unusual noise while running. It was further determined that the device failed cannulation test. It was further observed that there was excessive debris/unknown substance on the electronic control unit. It was determined that the plate for the housing was worn and the electric motor was loose on the plate for the housing. It was further determined that there was corrosion on the electric motor and it emitted an unusual noise. It was determined that these issues were consistent with improper cleaning/care. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, it was discovered that there was something loose inside of the small battery drive device and was making a rattling noise. It was reported that there was a minimal delay of two minutes to retrieve a spare device. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.